Event description:
Complainant alleged that clinicians were performing CPR on pt (age and gender unknown), with the electrodes having been previously applied to the pt. The clinician reported that the pads became damaged and that they separated while the CPR was being performed. The clinician then applied a fresh set of electrode to the pt and continued therapy. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The packaging clearly indicates to the user that the electrodes are to be used before "11 jan 99". The customer was contacted and advised to purge all out of date electrodes from the facility's stock. The package insert warns the user "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing or skin burns."